Manufacturer narrative:
Investigation ummary: in response to the event reported by your facility a device history report was conducted for lot number 8141418, and no related abnormalities were found. This lot of intima ii was manufactured in june of 2018; and it was determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small cut in the extension tubing located near the adapter junction. Based on a review f the manufacturing line, our engineers have concluded that this non-conformance was most likely caused by a misalignment in the manufacturing machinery during assembly. Variation from misalignment in the flaring process can lead to damage of the tubing by the metallic wedge. To prevent future occurrences of this event our engineers have increased the rate of alignment inspections for the relevant machinery. Bd apologizes for any inconvenience your facility may have experienced as a result of this event and will continue to track and trend for this issue investigation conclusion: the complaint gauge is 20g,assembly at auto line 4 in nov. 2020, lot quantity is 186k. Reviewed the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality found for it. Reviewed the production records and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities were found. An actual sample and video were returned. The gauge was 20g,p/n was 383062, lot number was 0294666,the product has been used. Checked the defective sample, there was a crack at the connection between the extension tube and the connecting seat. It is speculated from the defect location of the returned sample that the extension tube may have been cut by the metal wedges end during the flaring process of zone6. In view of this situation, measures have been taken as follows: adjusted the moving distance of the flared clamping jaw, it was completed in 2019. In the monthly maintenance to increase: the clamping jaw rubber regular replacement and clamping jaw alignment check, the measure was completed in (B)(6) 2020. After the measures were taken, the defects of the extension tube being cut by metal wedges were significantly reduced. The complaint is an individual case, the plant will keep an eye on the defect. Leakage test performed on 2 retained samples, all passed. Also checked the connection between extension tube and connection seat of the sample, no abnormality found. No same compliant was received from the complaint lot. No abnormality found on process, the extension tube may have been cut by the metal wedges end during the flaring process of zone6. In view of this situation, measures have been taken. The plant will keep an eye on the defect."

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced leakage at adapter and tubing. The following information was provided by the initial reporter: the extension tube was leaked, there were two needles, one was abandoned. The other one was kept by customer. The product was not used on the patient, and exhaust problems found before starting to use, high-pressure injection was not performed.